Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tachycardia is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021, three xience sierra stents (2.5x18, 2.5x25, 3.0x28mm) were implanted without reported issue. On (B)(6) 2021 the patient was re-hospitalized due to ventricular tachycardia and coronary artery bypass surgery was performed. The patient was discharged to home. No additional information was provided.

Manufacturer narrative:
The stent remains implanted and will not be returning. A follow-up report will be submitted with all additional relevant information.na